Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Additional information has been requested. The medical device referenced in part d is not marketed in the united states and does not have a gudid entry. However, a similar device (safari2¿) is marketed in the u.s. And shares comparable design and functionality. This report is being filed to ensure compliance with FDA requirements under 21 cfr part 803.

Event description:
Event description: during a tavi procedure the safari2 guidewire stuck in the s3 valve balloon.

Manufacturer narrative:
This medwatch report serves as a follow-up to the previous report and includes the additional information provided in sections b5, b6, b7, d8, and e4. The codes in section h6 (b, c, and d) were updated accordingly. The product return evaluation findings have also been incorporated in section h11. As received, the specimen consisted of one-1 each pkg-safari2 eumdr 275cm xsml crv 5pk; returned coiled and loose; single-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile tensile overload of the core wire located 0.2 cm from the distal tip weld mass, along with 88.5 cm of concurrent stretched coil damage originating at the distal tip. Kink damage was also observed at 150 cm and 150.5 cm from the distal aspect of the formed curve. The nature of the damage observed is consistent with the guidewire having been subjected to excessive force or manipulation during removal, aligning with the additional information provided, which noted that the guidewire got stuck in the deployment balloon of the s3 26 valve. As indicated in the device instructions for use warnings: ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the guidewire should only be introduced into or withdraw from the heart through a catheter already positioned in the ventricle. ·the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. As indicated in the device instructions for use operational instructions: -safari2 guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a guidewire that has a damaged coating, tip, camber (change in plane), bend or kink on the guidewire. Damage will hinder the performance of the safari2 guidewire. -prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks or thrombus which may have occurred. Do not use a guidewire which has a damage tip. Damage will hinder the performance of guidewire. As described in the device instructions for use: 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the dispenser. J-straightener must be used for insertion to prevent damage to the curved portion of the guidewire. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 guidewire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j-straightener by withdrawing it over the length of the safari2 guidewire. 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. Advance the interventional device over the guidewire while maintaining the guidewire position. A. Visibly monitor the guidewire double curve when advancing or withdrawing a catheter or interventional device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). Our investigation was unable to confirm that the product did not meet specifications prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Should additional information be received, a follow-up medwatch report will be submitted.

Event description:
Additional information received from the distributor on 13-mar-2026 indicating that the original valve was successfully implanted and the procedure was completed. It was also reported that the wire damage (stretched and twisted) occurred after the procedure when the guidewire became stuck in the tavi device and had to be forcibly removed. No information was provided regarding the pre-procedure wire condition.